Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with diarrhea, abdominal pain, dry heaving, exertional dyspnea and shortness of breath. A transesophageal echocardiogram (tee) showed atrio-ventricular vegetation with severe aortic insufficiency along with concern of infectious endocarditis. The patient was given antibiotics and the device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.